Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that he had been having muscle spasms in the neck which started 6 months to a year ago. The patient reported that he had a fall. The patient reported that after the fall, he started having issues because the leads weren¿t connected the way they were before, so the manufacturer¿s representative (rep) did some adjustments and a month or two after or longer the spasms started. The patient reported that he hadn¿t used the system as much because of the spasms. The patient reported that the device was okay but then the spasms started again. The date of the last charge session was unknown. The patient reported that he charged before turning off. The patient reported that he was taking pain medicine and that¿s not helping pain anymore. No further complications were reported.